Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive up button due to corroded keypad traces. The insulin pump was minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. The customer's blood glucose was unknown. The customer stated they did not press any buttons for three minutes or longer. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.